Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us. The reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with (B)(4) - acculan 4 drill and reamer. According to the complaint description, during the surgical procedure, the attachment (B)(4) sn (B)(4) jammed causing the drill/reamer (B)(4) sn (B)(4) to smack out of the surgeon's hand. As far as we know at this moment it did not affect the procedure and the patient nor the surgeon was injured. There was no described patient harm. Additional information was not provided nor available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
After reviewing the evaluation, the complaint has been re-assessed and this event is considered no longer reportable for the following reason: the investigation results revealed that a product-related failure can be excluded. D4 - batch number. D9 - product return date. H4 - production date. Investigation: visual investigation: optically, both devices are in a used but good condition. No obvious defects can be found with the naked eye. The investigation has been carried out by the aesculap technical service (ats). Gb668r - excerpt: untypical running noises. Blocks and becomes hot. Gearbox has heavy running-in marks on the planet carrier, see figure 4 red arrows. Interior (gearbox) shows extremely strong residues. This indicates an insufficient reprocessing in combination with an intensive usage of the attachment, even after this short period of time since last repair/maintenance. No indication for a product failure. Last repair: february 2022. Ga330 - excerpt: no deviation could be found. The device works as intended. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn and it may possibly be reprocessing-related. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.